Manufacturer narrative:
Philips received a complaint on the mrx device indicating a black screen during self-test. There was reportedly no patient involvement. Multiple attempts were made to request information regarding the resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further action is warranted at this time. H3 other text : customer did not respond to attempts to obtain additional information.

Event description:
It was reported to philips that the device had a black screen during the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.